Manufacturer narrative:
Olympus followed up with the distributor in the netherlands to obtain additional information regarding this report. The distributor reported that recalled pt was examined for checking infection and the result was negative. The referenced device was returned to olympus europe for eval. The eval did not find any defect in the channel. There was a crack at part of the distal end due to physical damage. The angulation mechanism had too much play. The exact cause of the user's report could not be determined; however, user handling and/or maintenance cannot be ruled out as a contributing factor. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in the abundance of caution.

Event description:
Olympus was informed that during the checking of the device before performing a colonoscopy, some ink was coming out of the endoscope. The scheduled procedure was finished using a different endoscope. The ink was used for 2 pts earlier to mark a tumor in the colon. The pt between the usage of the ink and discovery of the ink in the endoscope will be recalled.